Event description:
The customer contacted spacelabs healthcare to report that a qube compact monitor powered itself off every 30 minutes and emitted a beeping noise. No patient or user harm was reported. The device was returned to spacelabs healthcare for evaluation, and the reported issue was verified. The cause of the issue was identified as the central processing unit (cpu) printed circuit board assembly (pcba). The pcba was replaced to resolve the issue. After functional and performance testing was performed, the device was returned to the customer for use.